Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019, his adc freestyle libre sensor detached after 8 days of wear and he was unable to monitor his blood glucose levels. On (B)(6) 2019, customer experienced symptoms of dizziness, "almost blacking out", shaking, weakness, "felt like having a heart attack", and seizure and called paramedics. Upon their arrival, customer was transported to a hospital where he underwent several tests and his blood glucose was determined to be 650 mg/dl. Customer was diagnosed with diabetic ketoacidosis (dka), gastritis, low phosphorous, and low iron, and administered oral medications gabapentin and pantoprazole, and humalog and lantus insulin intravenously. Customer remained in the hospital for 6 days and was discharged on (B)(6) 2019 upon blood glucose stabilization. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned, an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kits was reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2019, his adc freestyle libre sensor detached after 8 days of wear and he was unable to monitor his blood glucose levels. On (B)(6) 2019, customer experienced symptoms of dizziness, "almost blacking out", shaking, weakness, "felt like having a heart attack", and seizure and called paramedics. Upon their arrival, customer was transported to a hospital where he underwent several tests and his blood glucose was determined to be 650 mg/dl. Customer was diagnosed with diabetic ketoacidosis (dka), gastritis, low phosphorous, and low iron, and administered oral medications gabapentin and pantoprazole, and humalog and lantus insulin intravenously. Customer remained in the hospital for 6 days and was discharged on (B)(6) 2019 upon blood glucose stabilization. There was no report of death or permanent injury associated with this event.